Manufacturer narrative:
Additional info has been requested. Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.

Event description:
Pt presented to operating room status post acdf with zerop implant at levels c5-c6 and cslp plate at levels c6-c7 for revision. X-rays showed one of the screws going into body of c6 for zero p implant was broken and the left screw in the body of the cslp plate was also broken. All hardware was removed and replaced on (B)(6) 2011. This is the 1st of 4 reports submitted on this event.